Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused lung cancer, pneumonia and chronic obstructive lung disease. The patient alleges that the device will not stay on. The patient did report to receive medical intervention and was hospitalized for 2 months. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung cancer, pneumonia and chronic obstructive lung disease related to a CPAP device's sound abatement foam. The reported event of hospitalisation for last 2 months with pneumonia and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as possibly related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The patient did report to receive medical intervention and was hospitalized for 2 months. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit was scrapped. Section h6 has been updated in this report.